Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test. No excessive no delivery alarm and no blank display noted during test. Insulin pump received with cracked battery tube threads noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and no delivery alarm. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer stated that other blood glucose was 113 mg/dl. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.